Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. The retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances and the lot met release specification. It was reported that the customer has anemia and unspecified thyroid issues. Certain medical conditions, such as anemia with a hematocrit of less than 30%, and any condition associated with chronic or acute inflammation, were identified as conditions that may potentially contribute to discrepant inr results. Although an improper technique was also identified in the complaint, root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time.

Event description:
The caller alleged a variance between the inratio inr results. Results are as follows: date: 04/23/2015, inratio inr: 6.0 and 1.6. Therapeutic range: 2.0 - 3.0. The time between testing was five (5) to six (6) hours. The first drop of blood was not used when testing. This is considered an improper technique when performing the test. Additionally, the patient was reported to be anemic. There was no reported adverse patient sequela. There was no additional information provided.